Manufacturer narrative:
Media evaluated by bsc quality engineer: media from the clinical procedure was provided and reviewed by a bsc quality engineer: the media review report concluded that the implant movement/shift was confirmed and may have been due to the initial selection of a smaller size device (31mm) even though the position, anchor, size and seal (pass) criteria was technically met. Device was exchanged for larger device (35mm).

Event description:
Heal study it was reported that device shift occurred post implant. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 31mm watchman flx pro closure device and delivery system (wds) was inserted. Once position, anchor, size, and seal (pass) criteria were met and the wds was released. While performing the post implant imaging, it was discovered that the closure device had shifted proximal from the original position. The device remained in the laa but was no longer in a functional position. The closure device was retrieved with the use of a 24f mitraclip sheath and a non-boston scientific (bsc) grasping device. A second 35mm wds was prepped and successfully implanted. The patient remained stable throughout the procedure and was discharged home. There were no further complications reported.

Event description:
Heal study. It was reported that device shift occurred post implant. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 31mm watchman flx pro closure device and delivery system (wds) was inserted. Once position, anchor, size, and seal (pass) criteria were met and the wds was released. While performing the post implant imaging, it was discovered that the closure device had shifted proximal from the original position. The device remained in the laa, but was no longer in a functional position. The closure device was retrieved with the use of a 24f mitraclip sheath and a non-boston scientific (bsc) grasping device. A second 35mm wds was prepped and successfully implanted. The patient remained stable throughout the procedure and was discharged home. There were no further complications reported.